Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues observed. The meter powered on with button depression and insertion of both cal bar and strips. Error during calibration was not observed. Did not observe error 658. In addition, reporting additional codes pertaining to the reported test strips. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an e-6 (service error 658) message on the display of his precison xtra blood glucose meter. Customer further reported that while driving home after getting the error message he sustained a loss of consciousness, which resulted in a motor vehicle accident. Paramedics were called and administered glucose via intravenous infusion. Customer denied self-treating. There was no report of death or permanent injury associated with this event.